Event description:
Indication for surgery operative report: a pt currently with a well functioning left forearm loop ptfe av graft. Previous intervention had consisted of angioplasty and placement of intracoil stent of in-graft stenosis, the intracoil stent being a short distance distal to the counter incision towards the venous limb. Most recent dialysis complicated by actual partial withdrawal of this intracoil stent through the graft and skin upon withdrawing the dialysis needle. The intracoil stent is exposed through the graft and skin approx 1/2". No evidence of bleeding or infectious process. The plan at this time is to proceed with local excision of the graft contain the intra coil stent portion and replacement of ptfe graft. Operative procedure: the pt was brought to the operating room and placed in the supine position. The left arm was placed away from the body and prepped and draped in the usual sterile fashion. A 6cm incision was made directly over the course of the graft equidstance proximal and distal to the exposed intracoil stent. The subcutaneous tissue was divided. The underlying graft was easily identified and circumferentially mobilized. No gross evidence of infectious process was noted. The distal end extent of intracoil was readily palpable. Beyond this, the graft was clamped. 300 units of systemic heparin was then given and allowed three minutes of cirulation time. The portion of the graft containing the intracoil stent was then excised. An interposition 6mm standard wall graft was then placed. An end-to-end anatomosis was done to the divided graft. Running 6-0 prolene was utilized. Retro and prograde flushing completed. At the completion of the anastomsis, there was a readily palpable thrill. The operative site was irrigated out well. The wound was reapproximated in layers with 000 monocryl. The skin was closed with 4-0 mono filament. The pt tolerated the procedure well and was transferred to the recovery.